Event description:
Facility reported venous bloodline disconnection, twenty (2o) minutes into the treatment from the ash catheter which had been in place for (1) week. Facility reconnected the bloodline and finished the treatment without further incident. Estimated blood loss 200 to 250cc. Hemoglobin prior to event 9.8 post event was 8.4. Pt to receive one unit of packed cells. There was no machine alarm from the baxter 550. The sample is available for examination.